Event description:
It was reported that the patient's device was seen to have high impedance, and x-rays were conducted however a definitive break was not seen and thus presumed that the high impedance was due to a microfracture. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's impedance had been fluctuating between normal and high since (B)(6) 2020. The x-ray was noted to not show a clear fracture. It was stated that the patient's device was turned off for "safety reason" related to the high impedance. The patient complained about worsening seizures after turning off the vns and thus medications were adjusted. In december, the patient's device now showed normal impedance and then in (B)(6) 2021, the patient's device showed high impedance. The patient was recently seen in april, and the impedance showed normal again. No surgical intervention has occurred to date. No additional relevant information received to date.

Event description:
It was later reported that patient had a full revision. The products have not been received by manufacturer to date.

Event description:
It was later reported that the products were received by manufacturer. Analysis has not been completed to date.

Event description:
Product analysis for the generator was completed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Lead product analysis was completed. The lead assembly was returned for analysis due to allegation of fracture of lead, which was not confirmed in analysis. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities were identified. One set of set setscrew marks was observed on the connector pin. The marks provide evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pin, thereby ensuring a good electrical connection to the lead at one point in time. Abrasions that penetrated the inner and outer insulation were observed in various areas, likely due to wear. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing, in some areas. No obvious point of entrance was noted other than the identified tube openings and the cut ends of the returned lead portions. Other than the identified tear and abraded openings, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.

Manufacturer narrative:
H2. Corrected type of follow up, supplemental #5 report: inadvertently selected additional information instead of device evaluation. H2. Corrected device evaluated by MFR?, supplemental #5 report: inadvertently did not select yes.

Manufacturer narrative:
Corrected info: initial MDR inadvertently reported incorrect age at time of event and date of birth.